Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th distal stent wraps with struts raised and overlapping. Deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and moderately calcified lesion located in the distal right coronary artery exhibiting 80% stenosis. There was no damage noted to packaging and there were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the first stent to be used, a 3.5x38mm resolute onyx rx stent, was deployed in a de novo lesion in mid/distal rca. Post first stent placement, there was a perceived edge dissection. A 3.5x8mm resolute onyx stent was then advanced through the existing stent in an attempt to treat the perceived dissection. During the advancement resistance was noted and more force than usual was exerted to attempt to pass the stent through the existing stent. It was reported that when the stent was withdrawn, deformation of the stent struts was noted. A balloon was passed through the stent to dilate the perceived dissection. It is unknown if the physician believed that the dissection was caused by the first stent. The physician completed the procedure using another resolute onyx of the same size without complication. The patient status post procedure is alive with no further injuries reported.